Manufacturer narrative:
The device was returned for evaluation. And the customers allegation was confirmed. It was noted, that the light guide rod lens was cracked, and the charge coupled device lens was chipped. The bending section rubber was cracked, and the bending tube was shortened. The bending tube metal wire was cut, and the connecting tube had a scratch and a dent. It was also noted, that the air/water nut and suction cylinder nut had peeling paint. Switch one was incised and had cuts, and the universal cord had a scratch. The connector was corroded and the plug unit had damaged housing. The micro connector flexible printed circuit (fpc)-board was defective. The angulation of the control unit was less than specified value and had play. There was no brake engagement during angulation and water removal failed. The air/water function also failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had a stop in channel 4. It was noted, that there was a black thread hanging where the distal end began. The issue was found during reprocessing. Inspection and testing of the returned device found that nozzle was clogged with a foreign material. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the start of pre-cleaning, which was properly implemented. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. The scope was immersed in detergent solution. The user wiped/brushed the distal end and the air/water channel was flushed with detergent solution. Sekusept, in a diluted appropriate concentration, was used as the cleaning agent. The cleaning agent was removed from the channel after manual cleaning. Olympus will continue to monitor field performance for this device.